Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges visualization of particles in device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
As per device evaluation received on 02/22/2023: the dreamstation bipap st30 was returned to the manufacturer for investigation. During the investigation, the manufacturer observed potential dark keratin particles were found on the blower box outlet and inlet ports. No thermal damage was observed on the returned device. No temperature above 72°f was recorded on the returned device during testing. No disruptions of therapy or loss of pressure occurred during testing. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer confirmed that there was no evidence of sound abatement foam degradation or breakdown and no thermal issue with the returned component. In this report, box d, g, h has been updated/corrected.